Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad is peeling and the ok button is sticking. The keypad started peeling about a month ago and the ok button has been sticking for the past four months.